Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump. No unexpected numbers scrolling during testing. We were unable to verify weak battery alarm due to no button response and button error alarm. Also, the insulin pump was received with missing end cap sticker, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin alarmed button error. Customer stated the numbers are scrolling on their own; they took battery out, and then got a weak battery alarm. Customer's blood glucose was 170mg/dl. Customer stated they were able to clear the alarm, but numbers are scrolling on their own. Advised customer to revert to back up plan.